Event description:
The balloon would not deflate and was manually ruptured by the physician.

Manufacturer narrative:
Several days following a uro/gyne surgery, when attempting to remove the foley catheter, the balloon would not deflate. The staff cut the inflation pigtail, but the balloon would not passively deflate. The patient was taken to the operating room and under light sedation, the balloon was manually ruptured with a needle. Following a second surgery that was unrelated to this incident, this same patient had a similar issue. Again, when attempting to remove the catheter, the balloon would not deflate. This time, the surgeon removed the catheter in his office utilizing the same technique. He stated there was no injury to the patient for either incident. Two samples were returned and evaluated. Clamp marks located below the inflation port bifurcation were visually apparent on both catheters. The inflation lumen on one catheter was found to be fully compressed at the location of the clamp mark. This obstruction would not allow for fluid or air to pass and this was determined to be the root cause for the non-deflation of the balloon. The second catheter was slightly compressed at the location of the clamp marks, but not fully occluded.